Event description:
It was reported that there was a patient alert generated, high impedance and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned and analysis found that the proximal conductor was fractured, that the inner tubing was kinked/buckled, that the outer tubing overlay had a cosmetic environmental stress crack, that the outer insulation was breached/cut and had a cosmetic depression. There was also blood in/on the helix/lobe mechanism and (sleeve head).

Event description:
It was reported that there was a patient alert generated, high impedance and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event. On (B)(6) 2014: it was also reported that the lead was fractured. The patient is enrolled in the optilink clinical study.

Manufacturer narrative:
(B)(4).